Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced seizures after his dps surgery on (B)(6) 2011. The hcp believed that the seizure was not related to the hardware. The seizures subsided and the patient was discharged on (B)(6) 2011 with no reports of additional seizures.